Manufacturer narrative:
The insulin pump was received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. No excessive no delivery alarms noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 660 mg/dl at the time of incident. The customer's blood glucose was 436 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles and setting issues. The customer declined to check for leaks and site and insulin issues. The customer declined to perform high pressure test. The customer mentioned that they received a no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.